Manufacturer narrative:
No non-conformance was found after okb reviewed all manufacturing and qc records of the suspected device (meter serial#: (B)(4) and strip lot#: d190920-1). Return and retained strips (lot#: d190920-1) were re-tested by using return (serial#: (B)(4)) and retained (serial#: (B)(4)) meters with control solutions (level low: batch# 8ah1a95, exp. By dec., 2020; level high: batch# 8ah3a15, exp. By dec., 2020), respectively, and results as below met the acceptance criteria (level low: 35~85; level high: 210~320). Return meter w/ return strips: 65/63 (level low) and 292/283 (level high). Return meter w/ retained strips: 63/61 (level low) and 284/273 (level high). Retained meter w/ return strips: 65/66 (level low) and 296/302 (level high). Retained meter w/ retained strips: 61/68 (level low) and 283/273 (level high) . Meter setting and all functions of the suspected device were re-tested, and all of them were operated properly. Standby current of the device was re-checked and the current (8.4 ua) met acceptance criteria (< 55 ua). As above, no non-conformance and malfunction of the suspected device were found. The matter might result from user's operation or preservation. The root cause of the complaint is unable to be verified without more users' information.

Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 7:00pm at home. Caller stated that the end-user tested her blood glucose with her prodigy meter and received a result of 446mg/dl. Caller stated that a normal result for that time of day is usually around 130-150mg/dl so they tested her blood glucose again with the prodigy meter and received a result of 450mg/dl. The end-user was not comfortable with those results, so they called the paramedics about 10 minutes after testing. The end-user did not have any symptoms, nor did she consume any medication food or drink while waiting for the paramedics to arrive. Paramedics arrived approximately 10 minutes later and tested the end-users blood glucose with their meter and received a result of 189mg/dl. The caller requested that the paramedics test the end-user with her prodigy meter and they received a result of 450mg/dl. Paramedics did not give any treatment or take the end-user to the hospital. No additional information was provided.